Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, live birth (2), endometriosis, anticoagulant therapy, factor v leiden mutation, menorrhagia, past tobacco smoking, recurrent urinary tract infection, polycystic ovarian syndrome, obesity, seizure, pulmonary embolism, pulmonary infarction, pregnancy, recurrent abortion (7), parity 4 and multi gravida. Edc was (B)(6) 2003, based on this changed to 25mar by early ultrasound. Previously administered products included: other therapeutic products for pregnancy, heparin for pregnancy and penicillin nos, atropa bella-donna extract;papaver somniferum latex, citalopram, warfarin and mirena. Past adverse reactions to the above products included: throat swelling with penicillin nos and rash with atropa bella-donna extract;papaver somniferum latex. The patient had a family history of clot blood, breast cancer and ovarian cancer. On (B)(6) 2017,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45.417 kg/sqm. [Pathology test] on (B)(6) 2017: surgical pathology report: preoperative diagnosis: menorrhagia, pelvic pain surgical procedure: robot assisted laparoscopic total hysterectomy with bilateral salpingectomy tissue: uterus, bilateral tubes & ovaries - uterus/cervix/bilateral fallopian tubes. Diagnosis : uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: benign weakly proliferative endometrium acute and chronic cervicitis, mild fallopian tubes within normal limits microscopic description: the cervix shows focal areas of mild acute and chronic inflammation. Features of dysplasia are not identified. The endometrium shows weakly secretory changes without features of an endometrial neoplasia. The fallopian tubes are without inflammatory or malignant changes. Small benign para tubal cysts are noted bilaterally. Gross description: the fimbriated fallopian tubes measure 7.2 cm and 6.5 cm on the right and left, respectively and up to 0.6 cm in diameter. Iud coils are positioned in bilateral proximal fallopian tubes quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, live birth (2), endometriosis, anticoagulant therapy, factor v leiden mutation, menorrhagia, past tobacco smoking, recurrent urinary tract infection, polycystic ovarian syndrome, obesity, seizure, pulmonary embolism, pulmonary infarction, pregnancy, recurrent abortion (7), parity 4 and multi gravida. Edc was (B)(6) 2003, based on this changed to (B)(6) by early ultrasound. Previously administered products included: lovenox hp for pregnancy, heparin for pregnancy and penicillin nos, atropa bella-donna extract;papaver somniferum latex, citalopram, warfarin and mirena. Past adverse reactions to the above products included: throat swelling with penicillin nos and rash with atropa bella-donna extract;papaver somniferum latex. The patient had a family history of clot blood, breast cancer and ovarian cancer. On (B)(6) 2017, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45.417 kg/sqm. [Pathology test] on (B)(6) 2017: surgical pathology report: preoperative diagnosis: menorrhagia, pelvic pain. Surgical procedure: robot assisted laparoscopic total hysterectomy with bilateral salpingectomy tissue: uterus, bilateral tubes & ovaries - uterus/cervix/bilateral fallopian tubes. Diagnosis : uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: benign weakly proliferative endometrium; acute and chronic cervicitis, mild; fallopian tubes within normal limits. Microscopic description: the cervix shows focal areas of mild acute and chronic inflammation. Features of dysplasia are not identified. The endometrium shows weakly secretory changes without features of an endometrial neoplasia. The fallopian tubes are without inflammatory or malignant changes. Small benign para tubal cysts are noted bilaterally. Gross description: the fimbriated fallopian tubes measure 7.2 cm and 6.5 cm on the right and left, respectively and up to 0.6 cm in diameter. Iud coils are positioned in bilateral proximal fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.